Manufacturer narrative:
Additional concomitant medical products: a2dr01 ipg, implanted: (B)(6) 2015 if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that atrial undersensing was observed on current and stored electrograms (egm). The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.